Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when patient presented for follow up in clinic, no capture was noted on the atrial lead. The lead was explanted and replaced. The patient did not experience any adverse consequences.